Event description:
The patient is female and (B)(6) years old, had osteoarthritis and pain for 10 years. The surgeon did bilateral total knee replacement on (B)(6) 2014. When the surgeon began distal femoral osteotomy noted that the positioning rod(2cm distance to the top of the rod) had breakage. The 2 cm broken piece was inside the proximal femur. The surgeon made many attempts but still failed to remove it. The surgeon has made a medical accident record in the hospital. The additional information is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is attributed to design. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.